Event description:
It was reported that the patient had a pump pocket infection. The patient's pump pocket was red, tight, and leaking. The healthcare provider was planning on stopping or turning down the pump, however, it was unclear what exact intervention/if any, took place. The medications in the pump were bupivicaine in morphine. Patient outcome was not reported. Additional information had been received, however was not yet available at time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8703 lot# j93117836, implanted: 1993 (B)(6), product type catheter. (B)(4).